Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent on two planes. No ts or suture remain on the delivery needle or were returned for examination. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle.

Event description:
It was reported that during a knee meniscus fixation, the second anchor could not be detached from the setting instrument. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the second anchor could not be detached from the setting instrument. A backup device was available to complete the procedure with no delay or patient injuries.